Event description:
Subsequent information indicates that the lead also displayed undersensing, oversensing of r-waves and an increased threshold.

Event description:
Boston scientific received information that the patient with this right atrial (ra) lead was seen in the emergency room after complaining of feeling a buzzing sensation near the heart area. A chest x-ray was performed which reveal that the lead may have micro-dislodged. The patient was to be seen sometime in the future for a possible system extraction. As of today, the lead remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4)